Event description:
A cartridge change error was reported by the customer when attempting to load a cartridge into their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer was initially guided through troubleshooting steps, including inspecting the cartridge o-ring and cleaning the pneumatic tap area, which allowed them to resume insulin delivery. However, a recurring minimum fill issue led to the customer trying multiple cartridges without success. This resulted in tandem's decision to replace the customer's pump. The customer was instructed on the procedure to return the faulty pump and to program the new one. A replacement pump was sent to the customer.